Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the clinic stated the subcutaneous implantable cardioverter defibrillator (s-ICD) fell out of the device pocket due to erosion and infection. It was noted that the echocardiogram showed improvement, so the physician stated the patient did not require therapy. Due to this a new system would not be implanted. The s-ICD and electrode were explanted for erosion and infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.

Event description:
---